Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6)2007 - patient underwent surgery to repair an incisional hernia. A composix ex mesh hernia patch was used to repair the hernia. As a result of using the composix ex mesh hernia patch, patient was caused so suffer, among other injuries, severe infection, and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by patient, was due to the ex composix mesh hernia patch.